Event description:
Boston scientific received information that shock impedances greater than 125 ohms were observed on this device system in all programmed vectors. The patients physician was electing to perform defibrillation threshold testing. An invasive revision procedure was performed. The proximal and distal portions of the right ventricular (rv) lead were easily removed from the device header. The lead was successfully reconnected to the device, resulting in impedance measurements within acceptable limits. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.